Manufacturer narrative:
Investigation/conclusion update: the customer did not provide a laboratory comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 373679a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging unexpected low inratio value. (B)(6) 2015 inratio = 2.9. (B)(6) 2015 inratio = 1.1. Patient's therapeutic range 2 - 3. No reported adverse patient sequela.